Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when post sensed t wave oversensing was observed. The device was reprogrammed. The patient was sent home.